Manufacturer narrative:
There was no product returned for evaluation. A manufacturing record review was completed and zero nonconformances were found therefore supporting the device met material, assembly and performance specifications. Based on the information received there is likely no known product failure and recanalization may have been due to anatomic or procedural factors.

Event description:
It was reported, that on unknown date, post op, the previously embolized artery had re-opened. The initial procedure was trans arterial chemoembolization for hepatocellular carcinoma done on (B)(6) 2018. The patient had to be brought back for additional procedure. The artery reopening was identified on (B)(6) 2018 via CT scan. The artery was re-embolized on (B)(6) 2018. Patient is currently doing fine. No further patient complications were reported due to re-opening of the artery.